Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a blank (black) screen. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a blank screen.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the bsm (bedside monitor) had a blank (black) screen. The device was sent to nihon kohden for evaluation and repair and returned to the customer. The unit was cleaned and evaluated. The reported problem of a blank lcd screen was duplicated. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.